Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the endurant main body was implanted above the intended position, so an additional non-medronic left renal stent was placed. At approximately 1 year post the index procedure the patient's renal function decreased. The patient did not require hospitalization and was referred to nephrology for follow up care as an outpatient. It was noted that the surgery was performed as scheduled, and blood flow through the stent is good, but atrophy of the left kidney has progressed. The site assessed the decreased renal function as possibly related to the index procedure and not related to the study device or an underlying condition or disease.